Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump display had issue. Customer reported that often when the insulin pump battery was no longer 100% full, the screen flickers a grey fog was visible. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.